Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the site reported evidence of hematoma within ischemic field with mild space-occupying effect involving less than or equal to 30% of the infarcted area, ph1. There was no alleged product issue associated with the event. It was unknown if the devices were prepared as indicated in the IFU. It was unknown if the catheter was flushed as indicated in the IFU. The patient was undergoing mechanical thrombectomy treatment. The patient's vessel tortuosity was unknown at the time of the report. Additional information was received indicating there was a haemorragy ecass ph1. The adverse event resulted in a hospitalization from (B)(6) 2021 to (B)(6) 2022. The event was resolving at the time of the report. This was not a new recurrent or new stroke. The adverse event was considered a normal risk of the thrombectomy. The adverse event was not related to the disease under study or an underlying condition or disease. The adverse event was not a result of a device deficiency. The patient's mrs score was 0 and the nihss score was 12. The site related assessment determined the event was not related to the study device or procedure. The sponsor assessment determined the event was related to the index procedure. The clot was located in the middle cerebral artery (mca), m1 in the right hemisphere. The pre-procedure mtici score was 0 and final post-procedure mtici score was 3.